Manufacturer narrative:
Citation: hasan sm, cikach f, toth aj, et al. Comparison of outcomes and discharge location after transcatheter vs. Surgical aortic valve replacement with prior coronary artery bypass grafting. Struct heart. 2022;7(1):100120. Published 2022 nov 29. Doi:10.1016/j.shj.2022.100120. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding the outcomes of patients with prior coronary artery bypass grafting who underwent transcatheter aortic valve replacement (tavr) or surgical aortic valve replacement (savr). Transfemoral tavr patients (tf-tavr; n = 575) and savr patients (n = 315) were the comparison groups in the study. In the tf-tavr group, medtronic (corevalve = 29) and non-medtronic (various = 546) transcatheter valve types were used. The authors observed an in-hospital mortality rate of 1.1% in the tf-tavr group. No evidence was presented to suggest that a medtronic valve or its function contributed to any of the deaths. Other adverse events that occurred in the tf-tavr group were described as follows: stroke/permanent stroke; renal failure; reoperation for bleeding; prolonged ventilation (>24 hours); blood product transfusion (red blood cells, fresh frozen plasma, or platelets); vascular complications (major or minor); new-onset atrial fibrillation; need for permanent pacemaker implantation; and extended hospital length of stay. No additional adverse effects were noted.